Event description:
It was reported "fogged vision". No negative impact in state of health reported.

Manufacturer narrative:
The device in question was returned manufacturer on april 8,2025. This information is reflected in section d9. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).